Event description:
After 2-3 days of volume ventilation, with the firm's device used at the machine and of the breathing circuit to protect the expiration valve on the ventilator, (it should be noted that the labeling of the device contraindicated its use in hte expiratory psition.) The expiratory valve of the ventilator filled with water. It was also reported that pt sequelae had been observed. During a follow-up contact with the hlthcare facility, it was reported that the hlth facility had submitted a report to their national regulatory agency concerning the event. The pt was diagnosed with pneumonococcal pneumonia, nd in respiratory distress, with a high oxygen and peep demand. After functioning uneventfully for some time. The ergstrom ventilator alarmed due to leakage. The alarm state spontaneously disappeared and reappeared. In response to the third such alarm, the ventilator was stopped and tubing and connections were checked, but no sources of leakage were found. This resulted in a short period of pt anozia, but the ICU staff reacted quickly by replacing the ventilator. It was reported that liquid appeared on the machine side of the device. The pt was medicated with inhalational flolan, and the ventilator circuit air was actively and humidified with a device mfg by fischer and paykel.